Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2008 and mesh was used. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Date sent to FDA: 05/17/2016.

Manufacturer narrative:
It was reported that due to mesh shrinkage/rolling up of mesh and nerve damage, the patient underwent mesh removal on (B)(6) 2012. It was also reported that on (B)(6) 2012, the patient underwent a vaginal cuff repair and evacuation of hematoma and repair of wound dehiscence. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria. (B)(4).

Manufacturer narrative:
Date sent to the FDA: 09/03/2015. (B)(4). Additional narrative: it was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2008 and a mesh was implanted. It was reported that following insertion the patient experienced infection, urinary/bowel problems, recurrence, bleeding, dyspareunia, neuromuscular problems and vaginal scarring. It was reported that the patient underwent left uterosacral stump neurolysis procedure on (B)(6) 2009, trigger point injections on (B)(6) 2009, (B)(6) 2011, and bladder instillation on (B)(6) 2010, (B)(6) 2010, (B)(6) 2010, (B)(6) 2010. It was reported that patient underwent mesh revision/removal on (B)(6) 2012 and (B)(6) 2013. No additional information was provided.